Manufacturer narrative:
The failure investigation has been completed and the alleged shutdown was verified. The alleged touchscreen issue was not verified. In addition, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was off. After being connected to a power source, the pump powered on and made a continuous high pitched. Reportedly, the pump displayed the lock screen however the touchscreen was unresponsive to touches. After unplugging the pump from the power source, the pump powered off. The customer's blood glucose was 83-410 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.